Event description:
During the thermachoice procedure, the handpiece had an airleak and wouldn't read the correct pressure to begin the case. Surgeon switched the procedure to another manufacturer and device.====================== health professional's impression======================there was a malfunction with the handpiece.